Event description:
In 2004 a first time platelet apheresis donor experienced itchy, watery and severely swollen eyes, tightening in throat, and hives 45 minutes into procedure. The donor was given tums and transported via ambulance to a nearby hospital emergency room and was given solumedrol and benedryl. The donor was released from the emergency room-fully recovered. The donor returned to the center and informed the staff nurse that pt was ok.